Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia. The patient went to emergency room and got hospitalized and eventually shifted to intensive care unit. The patient had high ketones which was serious and life thereatening. The value of ketones were 7.6 mmol/l. The blood glucose level was 685 mg/dl at the time of event. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.